Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with her sensors. The insulin pump went into threshold suspend when her blood glucose level was 141 mg/dl and her sensor glucose level was 40 mg/dl. The customer received calibration error and change sensor alarms. The product was returned. Nothing further to report.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings.